Event description:
Additional information received reported the patient was seen in the clinic. The ins was in overdischarge as the patient was unable to turn system on or recharge due to an infection. A por was cleared and coverage was noted as appropriate for her pain target.

Event description:
It was reported that there was lead erosion through the skin and the wound site was open. It was noted that no action was taken yet but it was planned. It was noted that the manufacturer representative was waiting to hear from the health care professional (hcp) for a plan to explant or replace. It was noted that the patient came for a post-operative appointment and the lead wound was open and the lead was visible. It was noted that there were no other signs or symptoms and the patient was alive with no injury at the time of the report. Additional information received reported that the patient was on antibiotics and they were waiting to see the status of the wound.

Event description:
Additional information received reported that the patient was seen 2014-(B)(6) in the clinic. It was noted that the wound was still open and it was requested that they did not program or turn the system on. It was noted that the patient was given another round of antibiotics and the device may be explanted if the lead site remained open. It was noted that they did not have the follow-up appointment yet.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the clinic evaluation was rescheduled for (B)(6)-2014.

Manufacturer narrative:
(B)(4).